Manufacturer narrative:
N/a.

Event description:
The following has been reported: the device which still be in warranty was found defective keyboard. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. "The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the video confirms the reported event. The keyboard was found to be defective and was sent back to brézins for further investigation. After repair, quality control was performed and no technical or functional issue was detected, so the issue has been solved. According to local investigation, the reported event is confirmed with a keypad with faulty buttons, which jam and randomly trigger alarms due to their own weakness. To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up.". This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action. This complaints has been reported as MDR to FDA.